Manufacturer narrative:
The actual sample was not available; however, a photograph of the device was received for evaluation. Visual inspection did not reveal any damage or leaks on the device or connector. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol IV solution administration set leaked from the ¿connector area.¿ this occurred during filling. There was no patient involvement. No additional information is available.